Event description:
The philips patient monitoring system that attaches to the network for the central monitor had the power supply burn up. The power supply did produce smoke, causing the ER staff to use a fire extinguisher. The fire department was called and the patient's were moved to another location in the hospital. The ER was placed on diversion. The 160 watts power supply is the original device that came from the MFR. The backup that was used to replace the device had a 250 watts power supply.